Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. The system was explanted for cremation. No further information is available at this time.